Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient reported radicular pain following the procedure. The surgeon determined that the superior positioned implant had breached the neuroforamen. One week after the initial surgery, the surgeon performed a revision procedure where he performed a laminectomy and used a burr endoscopically to grind down the distal end of the implant that was impinging on the nerve. No other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure and she remained asymptomatic at the six month follow-up.